Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The complaint in this report is a duplicate of a complaint that was submitted with MDR report # 8010042-2019-00375. The complaint had been inadvertently entered twice in our complaint database. For device evaluation and additional manufacturer narrative, please refer to MDR report # 8010042-2019-00375.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of: maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator delivered lower o2 concentration than set. There was no patient harm. Manufacturer's ref #: (B)(4).